Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported obtaining results of 61 mg/dl and two 'lo' messages (less than 40 mg/dl) compared to readings of 486 mg/dl, 485 mg/dl, and 239 mg/dl obtained on the built-in meter. Customer reported consuming rice pudding and two buns and experiencing symptoms described as feeling very bad, chest pain, and not being able to move properly. Customer was driven to the hospital where a healthcare professional injected the customer with 30 units of insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection performed on the returned sensor pack. Observed that the lid on the sensor pack was not completely peeled. It has been determined that the sensor was incorrectly assembled. No product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported obtaining results of 61 mg/dl and two 'lo' messages (less than 40 mg/dl) compared to readings of 486 mg/dl, 485 mg/dl, and 239 mg/dl obtained on the built-in meter. Customer reported consuming rice pudding and two buns and experiencing symptoms described as feeling very bad, chest pain, and not being able to move properly. Customer was driven to the hospital where a healthcare professional injected the customer with 30 units of insulin. There was no report of death, serious injury, or mistreatment associated with this event.